Event description:
A 4x4 gauze in our cath lab custom pack from medline was shredding slightly causing fragments on the field and a fragment made its way into a syringe. Gauze is used to whip wires and caths before they are inserted into pt so no fragments should be present. (B)(4).